Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified no damages. A visual examination of the distal extrusion identified no kinks or damages. A microscopic examination of the inner/wire lumen identified that the lumen was bunched/accordioned. This bunching was located at 5cm proximal from the tip. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. The pinhole was located at approximately 0.1cm proximal from the proximal markerband. No damages were observed along the balloon which could potentially have contributed to the pinhole in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the tip section found no issues. Due to the damage evident in the inner/wire lumen, it was not possible to load a recommended 0.014-inch size wire through the wire lumen. No other damage was observed along the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst at 20atm upon first inflation when inflated for around 50 seconds. The device was successfully removed, and the procedure completed with another of the same device. No patient complications were reported. It was further reported that the balloon was inflated to 10atm and not 20atm as was previously reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst at 20atm upon first inflation when inflated for around 50 seconds. The device was successfully removed, and the procedure completed with another of the same device. No patient complications were reported.